Event description:
Additional information was received from the manufacturer's representative had no further information regarding the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted due to seroma. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).